Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cystic duct was torn. Not clear if the jaws or the clip tore the tissue. There was bleeding. The clips were not holding. It took ten minutes longer to locate the bleeding and clip it off. It is unclear if the clips were formed correctly. The procedure was completed without impact to the patient. These are all the details known.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91y9g; expiration date: 07/2017; manufacturing date: 08/2012.